Manufacturer narrative:
During the investigation, a review of complaint history, instructions for use (IFU), and trends was conducted. The device had completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. There is no evidence to suggest the product was not manufactured to current specifications. The IFU provides the suggested instructions for use, contraindications, warnings and precautions regarding the appropriate method of use for this product. Specifically, it states "adverse events that may occur and/or require intervention include, but are not limited to - neurologic (local or systemic) complications and subsequent attendant problems (e.g.) Stroke, transient ischemic attack, paraplegia, paraparesis, paralysis)". Due to the time lapse from the surgical procedure to the experienced stroke, it is unlikely that the stroke was as a result or related to device design or functionality contributed to the patient's stroke, but refer that of the patient's preexisting condition. No product or imaging were returned to assist with this investigation. Qera was used to assess the risk in this case. The risk remains at an acceptable level with the inclusion of this event. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
A (B)(6) male patient in the (B)(6) registry had a stroke on (B)(6) 2014 (33 days post procedure). The patient was treated on (B)(6) /2014 for an aortic aneurysm. The maximum aortic diameter was 58 mm. The proximal neck had a parallel shape with no thrombus. The bilateral iliac arteries had moderate tortuosity, no occlusive disease, and no calcification. The patient received a 24 mm x 82 mm main body graft, a 20 mm x 74 mm left iliac leg, and a 20 mm x 56 mm right iliac leg. No other procedures were performed and no additional devices were used. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. A type I proximal endoleak was noted. On (B)(6) 2014 (80 days post-procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow-limiting kinks, thrombus, endoleak or migration.

Manufacturer narrative:
Expiration date unknown as lot# is unknown. Unknown as lot# was not provided. The event is currently under investigation.